Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the physician noticed a spark/flash came out from the broken part of the fiber. The procedure was competed with another fiber. There was no consequences to the patient.

Manufacturer narrative:
A device history record review did not identify any issues that could be related to the reported event. Analysis of the returned device found no evidence of breaks at the fiber tip. The fiber was found to be broken within the white tubing, 1.5mm from the control knob, between the input connector and the control knob. The fiber was tested on a hene laser fixture and the aim beam was present at the break location. The white tubing exhibited signs of melting at the break location. The connector cone, segments and tabs were in good condition and secure. The control knob was attached and able to rotate the fiber. Based on the investigation results the conclusion code unintended user error caused or contributed to event has been assigned as the break in the fiber is most likely due to excessive bending during use in the procedure.

Event description:
It was reported that during the laser photo selective vaporization of the prostate procedure the physician noticed a spark/flash came out from the broken part of the fiber. The procedure was competed with another fiber. There was no consequences to the patient.